Event description:
On (B)(6) 2016 the customer called a horiba medical service representative and indicated that the compressor connected to the pentra 400 chemistry analyzer had malfunctioned and that the compressor kept blowing fuses. The field service representative (fsr) went on site and found that the fuse housing was damaged and had burn marks. There were no patient samples involved and no injury associated with the reported event. Fsr replaced the burned fuse, the fuse housing, the compressor power module and the power cord and confirmed the compressor functioning correctly with no power interruption after the parts replacement. There is no report of injury or illness in connection with this incident. The damaged parts were returned to the supplier for evaluation.